Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas, stating that glucose reductions to a normal range took four or more hours and that the system offered only three meal options. Symptoms included elevated blood glucose. Outcomes included inconvenience and dissatisfaction with therapy performance. Investigation included a review of user feedback and troubleshooting. Investigation of this case revealed insufficient information to identify a device malfunction or user-related cause. It was concluded that the cause of the reported hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.